Event description:
An or supervisor reported that the intraocular lens (iol) was missing the tip (ball portion) of the haptic. The lens was in fact implanted. The issue occurred during the iol implantation procedure. Based on the additional details provided, the surgeon suggested that either the lens or the inserter may have contributed to the event, although it is not possible to determine this with certainty. The lens remains implanted in the patient's eye. There was no patient harm. The patient condition is resolved, and the patient is currently doing very well.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in sections h.3., h.6., and h.11. The complainant indicates the use of a company cartridge, which is not qualified for use with associated intraocular lens (iol) model. The complainant states the use of a company iol delivery system which is not recommended for use with associated model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified cartridge. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.